Manufacturer narrative:
Date sent to FDA: 9/29/2020. Additional information: e1. Corrected information: d6.

Manufacturer narrative:
Date sent to the FDA: 07/31/2020. Additional h6 patient code: 3189 - surgical intervention. It was reported that the patient underwent revision surgery in 2016 due to mesh erosion. It was reported that the patient underwent a hysterectomy on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a 2016 hysterectomy and mesh was implanted. It was reported that the patient now has asia syndrome due to reaction of this mesh and severe conditions of the body (like auto immune conditions, chronic fatigue, heavy muscle fatigue and pain, chronic infected throat, hyperthyroid, etc.). No additional information was provided.